Manufacturer narrative:
Product complaint #: (B)(4). Clinical symptoms code: appropriate term/code not available (e2402) used to capture infections. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 30 oct 2020 was reviewed. On the patient had a left total knee arthroplasty to address left knee degenerative arthritis. Depuy components were used including depuy patella, competitor cement x2 was used. On (B)(6) 2019, the patient had a removal of left total knee arthroplasty and placement of antibiotic spacer to address infection, inflammation, effusion, loosening of the tibial and femoral components (no interface provided), and pain. All components were revised, including the patella. Competitor spacers were used. Doi: (B)(6) 2016 dor: (B)(6) 2019 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.